Event description:
Additional information reported that the patient had a "complete scs removal of all devices" on (B)(6) 2013. It was noted that the patient had requested the explant. It was noted that the device would not be replaced with another from the same manufacturer. It was noted that the device was returned for disposal only and that no analysis or correspondence was necessary. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Addtional information received confirmed the date of explant to have been (B)(6) 2013.

Event description:
It was reported that a patient was unable to charge her implantable neurostimulator (ins). It was stated that it had been two months since the patient last recharged the ins. It was stated that the patient started to notice "something that resembled the reposition antenna screen" on (B)(6) 2013. It was stated that the patient would charge "for hours but nothing happened". The patient stopped charging and using her device. It was also noted that the patient had a "lower injury" that occurred "a while back". It was stated that the patient had a bridge and fusion done "in some of the lower sections". It was not clear what that meant. It was noted that this had "helped some", but the patient still had pain. It was also reported that the doctor had "removed some bone chips" that had been pushing on the nerve, but there still might have been some compression. It was stated that this was why stimulation "might be helping." It was not exactly clear what that meant. Additional information received reported that an over discharge was confirmed. It was noted that this was the first over discharge. A power-on-reset (por) was planned for (B)(6) 2013. It was stated that there was no patient injury and no symptoms or complications were reported. Additional information received from the health care provider (hcp) reported that the cause of the event was due to a "failure to charge device". It was stated that the ins battery was in overdischarge. It was stated that a patient had an appointment at (B)(6) 2013 and a company representative was unable to recharge the device at that appointment. It was noted that the patient refused to make a second appointment. It was stated that the patient outcome was "no injury."

Event description:
Additional information received reported that the explant was performed on (B)(6) 2013. It was noted that the patient was fine after explant. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that the date of the explant was (B)(6) 2013. The representative stated that the case may have moved and that ¿he was not sure about the different dates¿.

Event description:
Follow up information received reported that the patient¿s implantable neurostimulator (ins) system was to be explanted on (B)(6) 2013. It was also noted that reprogramming was performed on the patient¿s device. The patient status was reported as ¿alive ¿ no injury¿. Further follow up information received from the healthcare professional (hcp) reported that the patient was going to leave the ins in the overdischarge status and see how they did without therapy. It was noted that, to date, the patient had decent pain control and was not using the therapy. No testing was performed on the ins device as none was needed. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient underwent a complete spinal cord stimulation (scs) explant of all implanted devices.

Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v741237, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v741237, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported, the patient did not undergo a physician mode reset (pmr) because, the patient left the facility before it could be scheduled. It was noted it was unknown how the patient was doing at the time of this follow-up report.